Manufacturer narrative:
Device passed displacement test and self test. No hardware low level failures found in insulin pump history. No audio / vibrate anomalies noted. Device received with cracked case on the back at the battery tube area and belt clip rail case corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received audio anomaly or absence of alarm. Customer¿s blood glucose level was unknown. Customer also reported that the long crack beginning from the top of the insulin pump. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.